Manufacturer narrative:
(B)(4). Concomitant medical products: unknown item number, unknown lot number, tibial stem; unknown item number, unknown lot number, polyethylene bearing; unknown item number, unknown lot number, femoral stem; unknown item number, unknown lot number, tibial component. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right initial knee replacement procedure. Subsequently, a revision procedure was performed due to femoral component fracture. A review of the surgical notes provided information that the patient reported to the surgeon that they had constantly knelt down using his right knee joint. The surgeon's comment states that "this probably caused failure in the implant region with subsequent fracture which also involved the distal femur." Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Concomitant medical products: unknown lot polyethylene bearing lot 63461110, 00590003420 femoral component lot 63553256 , 00598801112 stem extension straight long 12mm dia x 155mm length(combined length 200mm) lot 63542117.

Event description:
No further event information available at the time of this report.